Event description:
It was reported that the customer received a no delivery alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected weak battery alarm, low battery alarms, bad battery alarm or blank display was noted. The insulin pump passed the rewind, displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump information loaded properly to the care link software. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.